Event description:
Customer reported patient with epithelial ingrowth in the right eye. A flap lift and rinse was performed to remove the epithelial ingrowth. Oral steroids were not prescribed. Topical steroid dosage was not increased. There was no loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4) (epithelial ingrowth). Reason for non-evaluation - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2014 due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(6) 2014. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. An amo representative visited the site on (B)(6) 2014 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder.